Event description:
It was reported that there were worn gears and an incomplete mesh. The living legacy foundation is a cadaver skin bank and there was therefore no patient involvement. Evaluation of this cutter later revealed that it did not pass the cut test. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed testing due to an incomplete cut. The cutter will need replacement. The device history records for pn 00770301500, sn (B)(4) as reviewed. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.